Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch failed during a clinical procedure. No further information is available. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug.

Event description:
It has been reported to philips that the wireless footswitch did not work and the led indicator was red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.